Event description:
It was reported that during a minimally invasive laminectomy at the user facility, the bur head broke off in the attachment. The user facility reported that the head of the bur was disposed of and that the bur was stuck in the attachment. No clinically significant delay was reported. Upon follow-up, the user facility reported the additional information that the bur head had been removed by suction and disposed of. It was reported that no one was harmed or injured by the broken bur. The procedure was completed successfully with a backup device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device will not be returned.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Event description:
It was reported that during a minimally invasive laminectomy at the user facility, the bur head broke off in the attachment. The user facility reported that the head of the bur was disposed of and that the bur was stuck in the attachment. No clinically significant delay was reported. Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported that during a minimally invasive laminectomy at the user facility, the bur head broke off in the attachment. The user facility reported that the head of the bur was disposed of and that the bur was stuck in the attachment. No clinically significant delay was reported. Upon follow-up, the user facility reported the additional information that the bur head had been removed by suction and disposed of. It was reported that no one was harmed or injured by the broken bur. The procedure was completed successfully with a backup device.